Event description:
Device malfunction: none. Symptoms/ae: no distal pulse at access site. Time of symptoms/ae: during the procedure. It was reported that a physician in training successfully achieved arteriotomy closure of the right cfa using a perclose proglide during a stenting procedure of the lfa. The patient experienced loss of pulses distal to the right access site. Information regarding whether or not any intervention was performed was not available. The patient is reportedly "doing fine." No additional information available.